Event description:
A pt reported blood glucose results of "403" md/dl and 40 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The meter was replaced.